Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a device change out procedure, due to normal elective replacement indicator, high inadequate capture threshold issue was observed on the lv lead. The high capture issue was observed since the initial implant of the lead. Lead was capped on (B)(6) 2019 and a new lead was implanted. New lead capture threshold was stable. Patient was stable.